Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A patient initially implanted with afx devices to repair an abdominal aortic aneurysm returned for a routine follow-up. The patient was initially implanted with a bifurcated stent graft, a suprarenal aortic extension, and two limb extensions. A follow-up computed tomography (CT) showed a potential type iiib endoleak. The physician elected to monitor the patient and the current patient status is reported as stable.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type iiib endoleak was determined to be device related due to the strata graft material. Procedure-related circumstances were unable to be determined. Anatomical factors were unable to be determined. There were no cautionary product use conditions that were found to have contributed to the event. A review of the device quality record shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4).